Event description:
Per the clinic, the device was explanted on (B)(6) 2022 for a non-device related issue i.e. Cholesteatoma. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on may 2, 2022.